Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with loss of ventricular capture exhibited by the implantable cardioverter defibrillator. No interventions or patient symptoms were reported. No further information was available.